Event description:
In 2000 a pt underwent a cranial procedure and was later diagnosed with creutzfeldt-jakob disease (cjd). The pt was diagnosed as having the disease on 12/2000. It was reported to medtronic surgical navigation technologies after 12/2000 that the stealthstation instrumentation was utilized for a portion of the procedure conducted in 2000. Based on the investigation which has revealed limited info, it is suspected that within 22 days, six subsequent pts may have been exposed to instrumentation which was utilized in the 2000 procedure.